Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Moreover, the patient's other significant comorbidities such as her younger age likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a 6900ptfx 33mm valve, implanted in the tricuspid position for eight (8) years and two (2) months, underwent a valve-in-valve procedure due to severe tricuspid regurgitation. Echo demonstrated a peak gradient of 13mmhg and a mean gradient of 4.8mmhg. The patient recently had a cardiac arrested and ultimately required ECMO. A transcatheter tricuspid valve replacement was performed with a 9300tfx 29mm valve. Post-implant, there was excellent function of the bioprosthetic valve with no perivalvular leak.